Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 535 mg/dl. The customer's blood glucose is 325 and 387 mg/dl. Customer went to emergency room as result of high blood glucose. Customer reported that they gave 1 saline bag and they were going to give me insulin after 4 hours but bg was 195 after giving herself a shot before going to the emergency room. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches.device received with scratched case, pillowing keypad overlay and minor scratched lcd window.